Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) notified the sales rep, (B)(6), that there was an issue with one of his previous cases where he used the expedium 5.5 titanium spine system. He let (B)(6) know that he noticed one of the rods broke from a previous case. It apparently broke over the pso site from the procedure. No more information was given. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.